Manufacturer narrative:
The lead was not able to be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged. The physician believed this occurred due to movement by the patient . The lead was not able to be repositioned, so the lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.